Event description:
It was reported the subject ceramic head was damaged. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
E1:(B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fixing screw was missing. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the ceramic head (insulation beak) failure is a mechanical problem, but the cause of the ceramic head (insulation beak) failure could not be determined. The most likely cause is some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.